Manufacturer narrative:
Investigation included a review of the reported use scenario and counseling on pump operation after reconnection. Investigation of this case revealed that insulin delivery was absent while the pump was disconnected, consistent with an out-of-insulin/use interruption scenario. It was concluded that hyperglycemia resulted from prolonged interruption of insulin delivery prior to reconnection of the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user was disconnected from the ilet insulin pump for approximately nine hours, then reconnected, and was informed the pump would resume delivering correction doses; a fingerstick measured 533 mg/dl, consistent with severe hyperglycemia. Symptoms included markedly elevated blood glucose. Outcomes included user education and troubleshooting, with the user declining further assistance and not reverting to alternative insulin therapy.